Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 235 mg/dl and 275 mg/dl (system 1) and 115 mg/dl (system 2). No adverse event reported. The same test strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.